Event description:
Allegedly, on (B)(6) 2023, the patient underwent a bearing exchange where the patient's distal femur axial pin, tibial hinge component, and tibial poly spacer were revised. These guardian implants were revised to eleos implants.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.